Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter immediately after placement had poor urine flow and found that the bladder was full.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual: received one (1) used all-silicone foley catheter with syringe attached to the drain bag without original packaging. Visual inspection noted no obvious observations. Ran di water through drainage lumen and no blockage was present. Further testing required. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed, a labeling review is not required. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter immediately after placement had poor urine flow and found that the bladder was full.